Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: optical sensor issue: the cause of the optical sensor issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A placement signal not reliable alarm occurred. At the time the alarm occurred, the 5.5 had been in use for more than 30 days. Even after the alarm occurred, support continued by turning the alarm off, confirming the pump position with an ultrasound, and managing the patient's hemodynamics with a vital signs monitor.today, on (B)(6), the device was removed. Note that within 30 days of the start of support for this 5.5 device, the aic in use (sn: (B)(6) had failed and was replaced with an aic (sn: (B)(6). Additional information (12/10/2025) were any measures taken regarding the pump or aic (e.g., restart, replacement, etc.) When the alarm went off? No restart or replacement was performed. This pump had previously had an aic failure alarm on a different aic (reported in (B)(6)), making it the second aic in use.also, 30 days had passed since the start of pump support and the patient was on the verge of end-of-life care, so the original plan was not to replace the pump. Were there any other issues with the pump or aic operation after the alarm went off? After the alarm went off, the pump and aic operated without any problems, except for the position waveform not being displayed. The product has been discarded, but do you have any photos? No what is the patient's current condition? The reason the product itself was not replaced after 30 days was due to a care policy being adopted. The patient subsequently died and was discharged. Additional information (12/16/2025) (B)(6)_fm-57609. Date of death: (B)(6) final cause of death unknown: pump was not the cause. Doctor's comments regarding death (if any): no comments.